Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported blank screen which was not reproduced. The evaluator was able to power on the pump and found the display to function as intended. The reported condition was not verified. No causality was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.